Manufacturer narrative:
Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the decimal point and digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Meters could have been damaged during the component manufacturing process causing a solid line to appear in the display. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Event description:
Patient reported there are two horizontal lines across the display of the infusion device. No further information was provided. Preliminary investigation on (B)(6) 2013 found the blood glucose monitoring device showed one vertical broad black line in the middle of the the result area that affected the decimal point in the low values and the second digit in the high values. A misinterpretation is possible. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.